Event description:
It was reported that an additional device was required to remove the malpositioned coil from the patient's body. A 10mmx40cm interlock-35 coil was selected for use on the splenic artery. During the procedure, it was noted that the coil was loose at the part between the interlock coil proximal site and the interlocking connection. Because of this issue, the physician could not pull back using the pusher wire. As a result, the coil prematurely deployed in the patient. The coil was malpositioned in the wrong location. The physician was concerned that the coil might migrate to the aorta if left inside the patient. Another device was used to remove the coil. The procedure was completed with another device of the same model. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that an additional device was required to remove the malpositioned coil from the patient's body. A 10mmx40cm interlock-35 coil was selected for use on the splenic artery. During the procedure, it was noted that the coil was loose at the part between the interlock coil proximal site and the interlocking connection. Because of this issue, the physician could not pull back using the pusher wire. As a result, the coil prematurely deployed in the patient. The coil was malpositioned in the wrong location. The physician was concerned that the coil might migrate to the aorta if left inside the patient. Another device was used to remove the coil. The procedure was completed with another device of the same model. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Only the main coil was returned. The main coil was found kinked and stretched. No more damages were found in the returned device. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection of the main coil was performed and the measured dimensions were within specification. No other issues were identified during the product analysis.